Event description:
It was reported that the pump became hot to touch while it was charging with third-party supplies, which tandem does not recommend. There was no adverse impact to the customer¿s blood glucose level. The customer was informed of the importance of using tandem-charging supplies, and technical support arranged to replace the pump and send tandem charging supplies as a goodwill gesture. The customer will continue using the current pump in the meantime and was instructed on returning the problematic pump.